Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was visible in the exposed portion of the soft cannula and both the exposed portion of the soft cannula and formed needle were bent. The distal tip of the soft cannula was also damaged. These damages did not affect the flow of fluid in the fluid path. The downloaded data returned timeouts in pulse widths, a drive stall, and an 0x40 alarm. The device was reset and rerun prior to manipulation of the device internals. The rerun data returned timeouts in pulse widths, but a drive stall was not replicated. No evidence was found that would contribute to a drive stall occurring or the generation of an 0x40 alarm; a root cause could not be determined. The formed needle was not seated correctly in the slide retract. Damage was found to the slide retract, consistent with an improper installation of the formed needle into the slide retract. This resulted in a failure of the needle mechanism to retract the formed needle after needle fire. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient received a pod hazard alarm during operation.